Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Concomitant product: model #694765 implantable tachy lead implant date (B)(6) 2008. (B)(4).

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.